Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of foreign material could not be established. The cause of damage to the acoustic lens and ultrasonic probe and a crack on the forceps cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects on the scope body and coming out of the distal end, damage to the acoustic lens and ultrasonic probe, and a crack on the forceps cover. There was no patient involvement.